Manufacturer narrative:
(B)(4). The device lot number was not provided. Therefore, a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore , no physical assessment could be conducted. In the absence of any actual or representative sample returned for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
The customer states that there were holes in the balloon. No patient harm.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The customer states that there were holes in the balloon. No patient harm.